Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and they put the insulin pump in suspend for 4 hours. The customer¿s blood glucose was 134 mg/dl and the sensor glucose was 79 mg/dl. Customer stated that the insulin pump had active insulin updating alert. The device will not be returned for analysis.